Manufacturer narrative:
After further review it was determined that the pcu is not the suspect device. Please reference manufacturer report number 2016493-2018-00525 for MDR reporting.

Event description:
The customer reported smoke coming from pcu left iui and 8100 right iui when in a patient's room. It is unknown if the pump was infusing but the unit was unplugged when discovered. There was no patient harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported smoke coming from pcu left iui and 8100 right iui when in a patient's room. It is unknown if the pump was infusing but the unit was unplugged when discovered. There was no patient harm.